Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fracture of essure device during salpingectomy and loop electrosurgical excision/broken essure coil/fractured coil'), embedded device ('part of essure was unable to be retrieved it is embbeded in her body') and fallopian tube perforation ('perforation: fallopian tube') in a 33-year-old female patient who had essure (batch no. 628437) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous, dysfunctional uterine bleeding and grand multiparity. Previously administered products included for an unreported indication: depo provera in (B)(6) 2009 and yaz in (B)(6) 2007. Past adverse reactions to the above products included drug hypersensitivity with yaz; and menorrhagia with depo provera. Concomitant products included loratadine (claritin) since 2015 and montelukast sodium (singulair) since 2015 for allergy. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced pelvic pain ("pelvic pain/constant and debilitating pelvic") and abdominal pain ("abdominal pain"). On (B)(6) 2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required) and complication of device removal ("fracture of essure device during salpingectomy and loop electrosurgical excision; part of essure was unable to be retrieved"), 7 years 8 months after insertion of essure. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic discomfort ("pelvic pressure"), abdominal pain lower ("cramping"), allergy to metals ("nickel allergy"), migraine ("migraines head") and headache ("headaches"). The patient was treated with ibuprofen, naproxen and surgery (loop electrosurgical procedure and bilateral salpingectomy performed). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, fallopian tube perforation, complication of device removal, pelvic discomfort, abdominal pain lower, allergy to metals, migraine and headache outcome was unknown and the embedded device, pelvic pain and abdominal pain had not resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, complication of device removal, device breakage, embedded device, fallopian tube perforation, headache, migraine, pelvic discomfort and pelvic pain to be related to essure. The reporter commented: on (B)(6) 2017, the patient also underwent a loop electrosurgical excision procedure. Diagnostic results (normal ranges are provided in parenthesis if available): biopsy cervix - on an unknown date: high grade squamous intra epithelial lesion. Endo-cervical biopsy: no pathologic diagnosis. Microscopic description: surface squamous epithelium has lost polarity and consists of large malignant squamous cells endo cervical epithelium is unremarkable. Hysterosalpingogram - on (B)(6) 2009: obstructed bilateral fallopian tubes. Ultrasound pelvis - on an unknown date: normal pelvic ultrasound. Normal color doppler flow to both ovaries; on an unknown date: normal pelvic; on an unknown date: mild left ovarian enlargement with a 22 x 21 x 18 rom follicular cyst. Bilateral. Nonspecific adnexal venous dilatation. No prominent-pelvic free fluid. Other acute pelvic ultrasound abnormality is not identified. Batch number:628437, manufacture date: 2008-12, expiration date: 2011-11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-nov-2019: pfs received. Event: fallopian tube perforation, headaches added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fracture of essure device during salpingectomy and loop electrosurgical excision/broken essure coil') and embedded device ('part of essure was unable to be retrieved it is embbeded in her body') in a 33-year-old female patient who had essure (batch no. 628437) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous, dysfunctional uterine bleeding and grand multiparity. Previously administered products included for an unreported indication: depo provera in (B)(6) 2009 and yaz in (B)(6) 2007. Past adverse reactions to the above products included drug hypersensitivity with yaz; and menorrhagia with depo provera. Concomitant products included loratadine (claritin) since 2015 and montelukast sodium (singulair) since 2015 for allergy. On (B)(6) m2009, the patient had essure inserted. In 2009, the patient experienced pelvic pain ("pelvic pain/constant and debilitating pelvic") and abdominal pain ("abdominal pain"). On (B)(6) 2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required) and complication of device removal ("fracture of essure device during salpingectomy and loop electrosurgical excision; part of essure was unable to be retrieved"), 7 years 8 months after insertion of essure. On an unknown date, the patient experienced pelvic discomfort ("pelvic pressure"), abdominal pain lower ("cramping"), allergy to metals ("nickel allergy") and migraine ("migraines head"). The patient was treated with ibuprofen, naproxen and surgery (loop electrosurgical procedure and bilateral salpingectomy performed). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, complication of device removal, pelvic discomfort, abdominal pain lower, allergy to metals and migraine outcome was unknown and the embedded device, pelvic pain and abdominal pain had not resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, complication of device removal, device breakage, embedded device, migraine, pelvic discomfort and pelvic pain to be related to essure. The reporter commented: on (B)(6) 2017, the patient also underwent a loop electrosurgical excision procedure. Diagnostic results (normal ranges are provided in parenthesis if available): biopsy cervix - on an unknown date: high grade squamous intra epithelial lesion. Endo-cervical biopsy: no pathologic diagnosis. Microscopic description: surface squamous epithelium has lost polarity and consists of large malignant squamous cells endo cervical epithelium is unremarkable. Hysterosalpingogram - on (B)(6) 2009: obstructed bilateral fallopian tubes. Ultrasound pelvis - on an unknown date: normal pelvic ultrasound. Normal color doppler flow to both ovaries; on an unknown date: normal pelvic; on an unknown date: mild left ovarian enlargement with a 22 x 21 x 18 rom follicular cyst. Bilateral .nonspecific adnexal venous dilatation. No prominent-pelvic free fluid. Other acute pelvic ultrasound abnormality is not identified. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and mr received: events migraines, pelvic pressure, nickel allergy were added. Medical history, lab data, lot number concomitant drug were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fracture of essure device during salpingectomy and loop electrosurgical excision/broken essure coil/fractured coil/the end of the essure coil with the tip noted to be not present.'), embedded device ('part of essure was unable to be retrieved it is embbeded in her body') and fallopian tube perforation ('perforation: fallopian tube') in a 33-year-old female patient who had essure (batch no. 628437) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous, dysfunctional uterine bleeding, parity 2 and gravida ii. Previously administered products included for an unreported indication: depo provera in (B)(6) 2009 and yaz in (B)(6) 2007. Past adverse reactions to the above products included drug hypersensitivity with yaz; and menorrhagia with depo provera. Concomitant products included loratadine (claritin) since 2015 and montelukast sodium (singulair) since 2015 for allergy. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced pelvic pain ("pelvic pain/constant and debilitating pelvic") and abdominal pain ("abdominal pain"). On (B)(6) 2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required) and complication of device removal ("fracture of essure device during salpingectomy and loop electrosurgical excision; part of essure was unable to be retrieved/incomplete removal of the left essure coil"), 7 years 8 months after insertion of essure. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic discomfort ("pelvic pressure"), abdominal pain lower ("cramping"), allergy to metals ("nickel allergy"), migraine ("migraines head") and headache ("headaches"). The patient was treated with ibuprofen, naproxen and surgery (loop electrosurgical procedure and bilateral salpingectomy performed). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, fallopian tube perforation, complication of device removal, pelvic discomfort, abdominal pain lower, allergy to metals, migraine and headache outcome was unknown and the embedded device, pelvic pain and abdominal pain had not resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, complication of device removal, device breakage, embedded device, fallopian tube perforation, headache, migraine, pelvic discomfort and pelvic pain to be related to essure. The reporter commented: on (B)(6) 2017, the patient also underwent a loop electrosurgical excision procedure. Diagnostic results (normal ranges are provided in parenthesis if available): biopsy cervix - on an unknown date: high grade squamous intra epithelial lesion. Endo-cervical biopsy: no pathologic diagnosis. Microscopic description: surface squamous epithelium has lost polarity and consists of large malignant squamous cells endo cervical epithelium is unremarkable. Hysterosalpingogram - on (B)(6) 2009: obstructed bilateral fallopian tubes. Ultrasound pelvis - on an unknown date: normal pelvic ultrasound. Normal color doppler flow to both ovaries; on an unknown date: normal pelvic; on an unknown date: mild left ovarian enlargement with a 22 x 21 x 18 rom follicular cyst. Bilateral .nonspecific adnexal venous dilatation. No prominent-pelvic free fluid. Other acute pelvic ultrasound abnormality is not identified. Lot number: 628437 manufacturing date: 2008-12, expiration date: 2011-12 . Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 21-jun-2021: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fracture of essure device during salpingectomy and loop electrosurgical excision/broken essure coil/fractured coil/the end of the essure coil with the tip noted to be not present.'), embedded device ('part of essure was unable to be retrieved it is embbeded in her body') and fallopian tube perforation ('perforation: fallopian tube') in a 33-year-old female patient who had essure (batch no. 628437) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous, dysfunctional uterine bleeding, parity 2 and gravida ii. Previously administered products included for an unreported indication: depo provera in february 2009 and yaz in september 2007. Past adverse reactions to the above products included drug hypersensitivity with yaz; and menorrhagia with depo provera. Concomitant products included loratadine (claritin) since 2015 and montelukast sodium (singulair) since 2015 for allergy. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced pelvic pain ("pelvic pain/constant and debilitating pelvic") and abdominal pain ("abdominal pain"). On (B)(6) 2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required) and complication of device removal ("fracture of essure device during salpingectomy and loop electrosurgical excision; part of essure was unable to be retrieved/incomplete removal of the left essure coil"), 7 years 8 months after insertion of essure. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic discomfort ("pelvic pressure"), abdominal pain lower ("cramping"), allergy to metals ("nickel allergy"), migraine ("migraines head") and headache ("headaches"). The patient was treated with ibuprofen, naproxen and surgery (loop electrosurgical procedure and bilateral salpingectomy performed). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, fallopian tube perforation, complication of device removal, pelvic discomfort, abdominal pain lower, allergy to metals, migraine and headache outcome was unknown and the embedded device, pelvic pain and abdominal pain had not resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, complication of device removal, device breakage, embedded device, fallopian tube perforation, headache, migraine, pelvic discomfort and pelvic pain to be related to essure. The reporter commented: on (B)(6) 2017, the patient also underwent a loop electrosurgical excision procedure. Diagnostic results (normal ranges are provided in parenthesis if available): biopsy cervix - on an unknown date: high grade squamous intra epithelial lesion. Endo-cervical biopsy: no pathologic diagnosis. Microscopic description: surface squamous epithelium has lost polarity and consists of large malignant squamous cells endo cervical epithelium is unremarkable. Hysterosalpingogram - on (B)(6) 2009: obstructed bilateral fallopian tubes. Ultrasound pelvis - on an unknown date: normal pelvic ultrasound. Normal color doppler flow to both ovaries; on an unknown date: normal pelvic; on an unknown date: mild left ovarian enlargement with a 22 x 21 x 18 rom follicular cyst. Bilateral .nonspecific adnexal venous dilatation. No prominent-pelvic free fluid. Other acute pelvic ultrasound abnormality is not identified. Batch number:628437 manufacture date: 2008-12 expiration date: 2011-11 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2021: medical record received. Reporter information and medical history added. Reported event "fracture of essure device during salpingectomy and loop electrosurgical excision/broken essure coil/fractured coi"l updated with "fracture of essure device during salpingectomy and loop electrosurgical excision/broken essure coil/fractured coil/the end of the essure coil with the tip noted to be not present." We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("fracture of essure device during salpingectomy and loop electrosurgical excision") and embedded device ("part of essure was unable to be retrieved it is embedded in her body") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced pelvic pain ("pelvic pain") and abdominal pain ("abdominal pain"). On (B)(6) 2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required) and complication of device removal ("fracture of essure device during salpingectomy and loop electrosurgical excision; part of essure was unable to be retrieved"), 7 years 8 months after insertion of essure. The patient was treated with surgery (loop electrosurgical procedure and bilateral salpingectomy performed). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage and complication of device removal outcome was unknown and the embedded device, pelvic pain and abdominal pain had not resolved. The reporter considered abdominal pain, complication of device removal, device breakage, embedded device and pelvic pain to be related to essure. The reporter commented: on (B)(6) 2017, the patient also underwent a loop electrosurgical excision procedure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-apr-2019: quality safety evaluation of product technical complaint. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fracture of essure device during salpingectomy and loop electrosurgical excision/broken essure coil') and embedded device ('part of essure was unable to be retrieved it is embbeded in her body') in a 33-year-old female patient who had essure (batch no. 628437) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous, dysfunctional uterine bleeding and grand multiparity. Previously administered products included for an unreported indication: depo provera in february 2009 and yaz in september 2007. Past adverse reactions to the above products included drug hypersensitivity with yaz; and menorrhagia with depo provera. Concomitant products included loratadine (claritin) since 2015 and montelukast sodium (singulair) since 2015 for allergy. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced pelvic pain ("pelvic pain/constant and debilitating pelvic") and abdominal pain ("abdominal pain"). On (B)(6) 2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required) and complication of device removal ("fracture of essure device during salpingectomy and loop electrosurgical excision; part of essure was unable to be retrieved"), 7 years 8 months after insertion of essure. On an unknown date, the patient experienced pelvic discomfort ("pelvic pressure"), abdominal pain lower ("cramping"), allergy to metals ("nickel allergy") and migraine ("migraines head"). The patient was treated with ibuprofen, naproxen and surgery (loop electrosurgical procedure and bilateral salpingectomy performed). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, complication of device removal, pelvic discomfort, abdominal pain lower, allergy to metals and migraine outcome was unknown and the embedded device, pelvic pain and abdominal pain had not resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, complication of device removal, device breakage, embedded device, migraine, pelvic discomfort and pelvic pain to be related to essure. The reporter commented: on (B)(6) 2017, the patient also underwent a loop electrosurgical excision procedure. Diagnostic results (normal ranges are provided in parenthesis if available): biopsy cervix - on an unknown date: high grade squamous intra epithelial lesion. Endo-cervical biopsy: no pathologic diagnosis. Microscopic description: surface squamous epithelium has lost polarity and consists of large malignant squamous cells endo cervical epithelium is unremarkable. Hysterosalpingogram - on (B)(6) 2009: obstructed bilateral fallopian tubes. Ultrasound pelvis - on an unknown date: normal pelvic ultrasound. Normal color doppler flow to both ovaries; on an unknown date: normal pelvic; on an unknown date: mild left ovarian enlargement with a 22 x 21 x 18 rom follicular cyst. Bilateral .nonspecific adnexal venous dilatation. No prominent-pelvic free fluid. Other acute pelvic ultrasound abnormality is not identified. Batch number:628437 manufacture date: 2008-12 expiration date: 2011-11. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 11-jul-2019: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("fracture of essure device during salpingectomy and loop electrosurgical excision") and embedded device ("part of essure was unable to be retrieved it is embbeded in her body") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced pelvic pain ("pelvic pain") and abdominal pain ("abdominal pain"). On (B)(6) 2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required) and complication of device removal ("fracture of essure device during salpingectomy and loop electrosurgical excision; part of essure was unable to be retrieved"), 7 years 8 months after insertion of essure. The patient was treated with surgery (loop electrosurgical procedure and bilateral salpingectomy performed). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage and complication of device removal outcome was unknown and the embedded device, pelvic pain and abdominal pain had not resolved. The reporter considered abdominal pain, complication of device removal, device breakage, embedded device and pelvic pain to be related to essure. The reporter commented: on (B)(6) 2017, the patient also underwent a loop electrosurgical excision procedure. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.